Manufacturer narrative:
H6: conclusions: the investigation found the coil cables were wrapped in clothes. The actual distance between the coil cables and the pt's skin is unk. The fact that the cable of the flex-m may heat up in certain circumstances is known and warnings are included in the instructions for use (IFU). The coil was used in combination with high sar values and no add'l padding was used to separate the cables of the coil from the pt. These circumstances may well lead to unpredictable rf interference and a rf burn. This results from either the coil cable or via a current loop via the magnet bore. Finally, the coil was damaged and should not have been used anymore as stated in the IFU. Also, this damage may have contributed to the rf interference. The coil was replaced after the event. Note: the indicated importer has rec'd FDA exemption to submit one FDA form 3500a to satisfy both the importer and MFR for the same event.